Manufacturer narrative:
Correction: b5 should have stated it was post-paced t-wave oversensing instead of noise oversensing.

Event description:
It was reported that the patient presented remotely via merlin.net. Device interrogation revealed post paced t wave oversensing on the implantable cardioverter defibrillator (ICD). No changes or interventions were performed clinic will continue to monitor. The patient condition was stable.

Event description:
It was reported that the patient presented remotely via merlin.net. Device interrogation revealed noise oversensing on the implantable cardioverter defibrillator (ICD). No changes or interventions were performed clinic will continue to monitor. The patient condition was stable.